Event description:
It was reported that a reivison surgery was performed due to loosening.

Manufacturer narrative:
The affected devices were returned and evaluated. A dimensional inspection of the insert and patella were attempted; however several of the device's attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. Investigation of the mating tibial base revealed all aspects were within specification.